Manufacturer narrative:
Product event summary: analysis found that the sensitivity button did not work because the encoder flex cable was defective, the heart wire connectors and heart wire flex cable were corroded, all bails and covers were missing, and the display showed an interrupted pixel column. As a result a new main board was placed and calibrated, the unit was cleaned and inspected, and the encoder flex cable, heart wire connectors, heart wire flex cable, new bails and new covers were installed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that it was impossible to set up the sensitivity button. The main board update was also required. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.